Manufacturer narrative:
(B)(4) for the reported issue of bands failed to deploy. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-02503 addresses the first speedband superview super 7 device and manufacturer report # 3005099803-2015-02504 addresses the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the handle would turn with some resistance and the bands could not be deployed onto the varices. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.